Manufacturer narrative:
Unit function properly during rewind and basic occlusion, occlusion, the excessive no delivery and displacement test. No motor error excessive no delivery alarm noted. The motor was tested outside the device and passed motor test. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and broken pump belt clip slot.

Event description:
It was reported by the customer's mother, that the customer received a motor error alarm. Customer's most recent blood glucose level 456mg/dl. Customer treated with manual injection. Troubleshooting was declined. Advised to discontinue use of the insulin pump. No additional information was provided.